Event description:
Two pk papyrus covered stent systems were chosen for treatment of a dissection in the proper hepatic artery. During procedure, the first stent was inadvertently placed through a 5 fr sheath rather than a 6 fr guide catheter, and it dislodged from the balloon and was stuck in the sheath. The entire sheath with stent was removed and discarded. The second stent is reported separately.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.